Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report (4500440000-2022-8052) received stating: the catheter was used on the patient and busted while in use. The catheter was retrieved and was complete on removal. Surgeon communicated with the team. See attached medwatch for additional information.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information. User facility medwatch report attached.

Event description:
User facility medwatch report (B)(4) received stating: the catheter was used on the patient and busted while in use. The catheter was retrieved and was complete on removal. Surgeon communicated with the team.